Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they thought the battery for the implant had died today. They could feel a heavier sensation and then it would stop and it was like it was telling them it was going dead. The last time they checked the implant was several months ago and everything was fine. They bumped it up a little bit to see if they could still feel it and it worked fine. This morning, it was pulsating and they could tell it would do it for a few seconds and then it would stop. It was pretty strong. They called the doctor to make an appointment and they said they could call the manufacturer too if there was anything that they needed to do over the phone. The caller reported seeing a por (power on reset) message today. The patient was redirected to their healthcare provider to further address the issue.